Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-aug-2019 with the following findings: a review of the pump¿s black box and alarm history showed evidence of a call service 064-0008 motor error on (B)(6)2019. During testing, the pump successfully completed the rewind, load, and prime steps without any call service alarms, warnings or issues. The pump successfully completed the delivery of a normal 10 unit bolus without any issues or call service alarms. The pump cover was removed and there was evidence of moisture and corrosion located on the motor flex connector and the surrounding components. The original complaint of a call service alarm issue was noted in the pump history but unable to be duplicated during investigation. Urnelated to the original complaint, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 064) issue that could not be cleared from the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.